Event description:
It was reported that the customer had a sound anomaly on the insulin pump. The customer's blood glucose level is 293 mg/dl. Trouble shooting was performed and tested normal. No further information was provided.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump monitored for several days and no unexpected sound noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads.